Manufacturer narrative:
Concomitant medical products: 4068-52 lead, implanted: (B)(6) 1997. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that a syncopal episode occurred. The patient reported becoming dizzy and then found self laying on the ground. The patient reported being told by hospital staff that "they did not see the pacemaker pacing".the patient further stated that the right ventricular (rv) lead impedance had been high "for some time" and that normally when laying down pacing can be felt but cannot feel this any longer. Additional information received reported the implantable pulse generator (ipg) had reached recommended replacement time (rrt) and was explanted and replaced. The right ventricular (rv) lead had chronic high thresholds with undersensing. During replacement procedure, a venogram was performed and confirmed that the right subclavian vein was occluded and the right sided device was removed and the rv lead was capped. A new system was implanted on the left side. No further patient complications have been reported as a result of this event.